Event description:
The pt experienced recurrent problems. The pt fluctuated between being irritable and very tight to sleepy and loose. A dye study showed that the dye did not leave the pump. The pump and one part of the catheter were replaced. There was reported to be no pt injury. The device system was used to deliver lioresal.

Manufacturer narrative:
(B) (4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.